Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Heli-fx endoanchors were intended to be implanted in an endurant ii stent graft during the endovascular treatment of a 70mm infrarenal, fusiform, abdominal aortic aneurysm. The infrarenal neck was noted to have several hostile factors, as it was wide, short, and heavily calcified. It was reported that during the procedure, the endoanchor snapped in 2 when surgeon went to second stage deployment. Half was pulled into the endoanchor guide as surgeon brought the applier back. Surgeon pulled the guide out and flushed it onto a dry gauze and flushed the back half of the screw out. The front end of the screw was left in the graft fabric, resulting in half of the endoanchor remaining in the stent graft. The patient was treated by placing the last three endoanchors and leaving the broken half in the graft. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5. Additional information received: prior to use, the heli-fx applier and its packaging were inspected, and no damage was observed. No error lights were displayed on the heli-fx applier. It was confirmed that the IFU was followed and there was some calcification in the endoanchor zone. A total of six endoanchors were successfully deployed before the fracture occurred, followed by the implantation of three additional endoanchors using the same applier and guide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a fractured endoanchor was received for analysis. No delivery system was received alongside. The reported fracture could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion the endoanchor fracture could not be confirmed based on the pre-implant films provided; therefore, the cause of the event could not be determined. Procedural angiograms showing the deployment of the previous endoanchors and the moment of fracture were not available for assessment. While the exact cause of the event remains unclear, it is possible that the significant calcification present in the infrarenal aortic neck may have been a contributing factor. Additionally, the possibility of the endoanchor striking or being deployed into a calcium plaque during deployment, which may have resulted in the fracture, cannot be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.